Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions, it was observed the patient's right atrial lead was sensing noise leading to inappropriate mode switches. The patient was seen in the clinic on (B)(6) 2021, where isometrics were performed. The clinic elected to monitor the lead. The patient experienced no symptoms related to this event.